Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with a prostyle device using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first device was pre-placed successfully; however, when inserting the second device, bleed back was confirmed but the physician did not feel that the device was in the artery. The device was then removed and upon removal, tissue was noted on the footplate. There was no tissue damage and no resistance when inserting or removing the device. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to 12fr and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The reported patient effect of unspecified tissue injury is a known inherent risk of the procedure. Factors that may contribute to the positioning problem include, but are not limited to, user technique, device was not gently pulled up to the anterior wall and was inadvertently pulled out of the access site, incorrect tensioning angle or patient anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.